Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted 2 photo samples received. First photo sample shows end of catheter with burr protruding out of the catheter. Second photo sample shows outer packaging of catheter which indicates lot number, expiration date, and product catalog number. Based on photo sample received product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be mandrels touching each other within the pallet. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the intermittent catheter had a sharp barb on the end that caused pain and bleeding for the patient. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter had a sharp barb on the end that caused pain and bleeding for the patient. No medical intervention was reported.